Event description:
It was reported that the user experienced a low blood glucose of 68 mg/dl that was treated with fast-acting carbohydrates, followed by an overcorrection leading to a peak near 300 mg/dl; the low persisted for about 20 minutes and the elevated glucose for about 45 minutes, and education was provided on fingerstick verification and appropriate treatment. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included transient glycemic excursions without hospitalization, emergency care, or device alarms. Investigation included complaint intake review and user troubleshooting with education on carbohydrate treatment and glucose verification. Investigation of this case revealed no device malfunction or component issue based on user report and the absence of alarms, with the event consistent with user overcorrection after treating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with user-related factors likely contributing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.